Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 system. The incident occurred in (B)(6). Through follow-up communication livanova learned that the s5 was used with cp5 connected during an ECMO case. The s5 switched to battery when the ac mains tripped and then shut down when the batteries ran out (deep discharge). To solve the ac tripping issue, the distributor engineer replaced the switching power supply and batteries of the s5 system. The defective switching power supply is the most likely root cause of the reported power tripping. In addition, it was reported that following to battery discharge the perfusionist hand-cranked the cp5 emergency drive (model number 60-01-35; serial number (B)(4)) for 1 hour until the cable of the emergency drive system broke. The cable of the emergency driver will be repaired at the manufacturer site. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that the ac power supply of the operating room tripped and would trip every time when the s5-cp5 machine was plugged in. There was no patient affected.

Manufacturer narrative:
H.10. As anticipated in the initial report, the defective switching power supply is the most likely root cause of the reported power tripping. In addition, through follow-up communication livanova learned that when the emergency drive system broke, the customer used another ECMO console to continue the procedure. It cannot be ruled out that the intensive use during the procedure could have contributed to the mechanical damage.

Event description:
See initial report.